Manufacturer narrative:
Date of event: estimated since unknown.

Event description:
It was reported that the patient experienced pain. On (B)(6) 2005, the patient was surgically implanted with a greenfield inferior vena cava filter. The patient reports he has suffered from chronic pain. No further information is available at this time.